Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, active current measurment, sleep current measurement, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error 130 alarms noted during testing. Unit successfully downloaded to thump. Pump error 130 alarms located in the pump history files on 05/27/2024 at 17:48:52.000 and at 17:51:35.000. No unexpected battery alarms noted in the pump history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found severe dried insulin on the motor slide. The motor was tested outside of the device on the ngp stb3 and passed. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and cracked keypad overlay. Alleged unexpected battery alarms not confirmed during testing or in pump history files. However, alleged pump error 130 alarms confirmed on the pump history files due to severe dried insulin on the motor slide. Alleged cosmetic damage was confirmed where scratched case, stained keypad overlay, and cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was bumped and pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a pump error. Customer was advised that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. No harm requiring medical intervention was reported. Product return status for mmt-1885 is yes.